Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to death for the event of ¿poor state¿. The cause of death was reported as unknown. It was not reported if an autopsy was performed. It was not reported whether dianeal and extraneal therapies were ongoing until the time of death. Additional information was requested, but is not available.